Event description:
It was reported that an atrial leadless pacemaker dislodged immediately after release from the catheter. The device was successfully retrieved. It was then noticed that the device's helix had stretched sometime during the implant procedure, although the exact cause was unclear. The device was replaced to complete the procedure. Patient was stable.